Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope experienced burnt marks on the tip. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: high energy endo therapy accessories (laser, high frequency accessories, etc.) Were used with insufficient distance from distal end. The event can be detected/prevented by following the instructions for use: instructions bf-190 series operation manual chapter 3 preparation and inspection. Instructions bf-190 series operation manual chapter 4 operation 4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.